Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A data log could not be retrieved. The receiver case was opened for further evaluation. An interior inspection was performed and moisture damage was observed as well as corrosion on the main pcba. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be moisture damage.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.